Manufacturer narrative:
(B)(4).

Event description:
A complete se stent was used to treat a dissection that occurred in the right sfa of a patient. Approximately 36 months and one day post implant of the complete se stent to the r sfa the patient experienced stenosis of the right sfa. The patient was treated with pta and stenting two months later.